Event description:
Information was received that during use of this smiths medical add legacy plus pumps, problem with incorrect amount of drug being delivered to the patient was noted. It was reported that the delivery issue resulted in less than 90 percent of the drug being dispensed. No reported adverse effects.